Event description:
Caller reported that continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer's blood glucose level. Customer will continue to use the current pump as a backup therapy, and customer technical support (cts) decided to replace the faulty pump, confirming the shipping address. Cts instructed caller on how to store the pump and requested its return with a pre-paid label within 10 days, which the caller understood and acknowledged.